Manufacturer narrative:
This report is filed december 13, 2013.

Event description:
Per the clinic, the patient experienced a skin flap infection around the implant side. Treatment with antibiotics (type and date not reported) was unsuccessful. The device was explanted on (B)(6) 2013. The patient was reimplanted with a new device on the contralateral side during the same surgery.

Manufacturer narrative:
(B)(4).